Event description:
Information was received from a healthcare provider and a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient was shaking constantly, and cannot write his name. The patient had a sudden loss of control on their right side. A manufacturing representative checked the patient¿s device and found that the battery was dead. The patient saw a neurologist and surgery is to be set up to have the device replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provide their weight at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, reporting that the patient's ins battery died, leading to the loss of control on their right side. The patient went on to report that the battery was replaced and that resolved the loss of control issues on their right side. No patient symptoms were reported. No further patient complications have been reported as a result of this event.